Event description:
Reporter had received the er1 message due to waiting longer than two minutes to insert the teststrip. Reporter stated she retested successfully but could not remember result. Co reviewed the er1 message possible causes, use of control solution and proper technique.